Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that placement driver/mount engaged but did not hold the implant (B)(4) due to damage on the implant hex. The doctor removed the implant and placed another one.

Manufacturer narrative:
(B)(4). One osseotite tapered implant was returned for inspection. The collar of the implant shows significant signs of wear and debris attachment. The internal drive feature is confirmed to be rounded out, and slightly discolored. A device history review was performed and no related nonconformance¿s were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The alleged complaint is confirmed and a root cause cannot be determined. (B)(4).